Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an insulin cartridge leaked during connection of the fill tubing at a set change, and the user confirmed proper handling including no overfilling, no reuse, completion of rewind before insertion, and assembling the cartridge and connector only within the pump. Symptoms included no impact to blood glucose. Outcomes included no injury and no medical intervention. Investigation included user interview and a request for return of the leaking cartridge for evaluation. Investigation of this case revealed a suspected cartridge leak consistent with a device component issue involving the cartridge and its connection interface; no device alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending product return and analysis.